Event description:
Customer alleged getting burnt by her pump. She has not gone to see a medical professional. She works at a pharmacy therefore she has been using a cream from the pharmacy to treat the burn. Customer complaint reported from es.